Manufacturer narrative:
The device log indicates that the unit has detected 21 instances of a certain error condition since (B)(6) 2014. The error is related to a problem with the potentiometer used for setting of o2 portion of the breathing gas. The front part of the housing was replaced which has put back the device into fully operable condition. The specific nature of the failure could be determined during evaluation of the returned device front. The respective potentiometer had developed an oxide layer, most likely due to not being turned for a longer time which resulted in contact problems. The oxide layer could be removed in the particular case by 3 or 4 turns. The issue of oxide layers is known from earlier reports. Draeger had developed a new firm ware which requires to turn the potentiometers during the mandatory pre-use check. The new firm ware had been installed to the device about a month before this event occurred. The installation guideline requires to perform ten full turns with each potentiometer before the sw upload. For the particular case, it could be revealed that the fse missed this step. The fact that the concerned potentiometer was fully operable again after than ten turns suggests that the measure of new firmware will be effective when being carried out correctly. As a consequence, draeger medical has published an amendment of the installation guide where the step of ten turns is highlighted for better awareness. The oxylog 3000 is an emergency and transport ventilator which requires constant supervision of patient and device by a trained operator and a back-up ventilation method has always to be kept available.

Event description:
It was reported that the device suddenly stopped operation during a ventilation episode. It could be switched on normally afterwards. No patient consequences have been reported.

Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report. A first selective log file analysis revealed that the device has posted a high-priority technical alarm at the time the event occurred.